Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a diagnostics problem. The device should have collected high or low counts and recorded them, but did not. A root cause could not be established.

Event description:
It was reported that an atrial lead warning was tripped, but lead trend indicated no changes in the lead impedance. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.